Event description:
On (B)(6) 2008, the pt underwent treatment for a dissecting thoracic aortic aneurysm and was implanted with gore tag thoracic endoprosthesis and a hand made z stent. The pt tolerated the procedure. On (B)(6) 2011, the pt presented to the emergency room in shock and underwent emergent treatment for the rupture of the pre-existing thoracoabdominal aortic dissection around the area of the renal arteries. A gore tag thoracic endoprosthesis, and a cook tx2 and tx2 extension were used to reline the previously placed stents. The pt tolerated the procedure and was transported to the intensive care unit. Late the same day the pt went into shock and expired. The physician stated that the rupture was most likely due to the progression of the dissection. The dissection had progressed along the vessel and the relining of the devices had not effectively sealed the dissection. A cause of death was not available.

Manufacturer narrative:
A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. The gore tag thoracic endoprosthesis instructions for use (IFU) states: "the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in the following pt populations:" acute and chronic dissections. Additionally, the IFU specifies: complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to reoperation, death.